Event description:
A report was received that the patient was experiencing pocket site discomfort. Other symptoms include stinging and burning sensations, swelling and bruising at the pocket site and numb fingertips. The patient¿s skin was eroding from where the battery was implanted. The patient underwent an explant procedure and was reportedly doing well post-operatively. The physician does not believe that there was an infection but just that the fat cells above the battery died leaving the ipg too close to the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.